Event description:
It was reported that the patient presented to the emergency room (ER) last week with tremors and seizure like activity. The patient blamed the symptoms on the pump. It was noted that saline was present in the pump at the time, and the health care provider (hcp) mentioned that there was no connection between the patient issues and the pump. No other medical diagnosis was determined as a cause for the event. At the time of this report, the patient had no further symptoms. If additional information is received the report will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from an hcp. The patient had an implanted dilaudid pump. The pump was stopped (B)(6) 2015. The patient received no medications via the pump; it was slowly tapered before discharge (d/c). The patient had saline (preservative free) solution in the pump at the time of the discomfort; the patient was initially placed on saline infusion on (B)(6) 2015. The patient indicated on (B)(6) 2015 no sequelae to her hospitalization. The cause of the event was that she had a small amount of the catheter dilaudid, which was infused when they started saline infusion on (B)(6) 2015. It was possible the patient had "slight" withdrawal, and had no sequelae to the events. The event was questioned to be attributed to drug effects of possible short term withdrawal. The patient was slowly tapered over several weeks. No troubleshooting, interventions or other actions were taken. The patient recovered without permanent impairment. The patient had no sequelae to the stopped pump; it was done slowly.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n151979, implanted: (B)(6) 2008, product type accessory; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).